Event description:
It was reported that the five infusion sets did not insert upon deployment on (B)(6) 2026 which resulted in hyperglycemia and got treated by correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.